Manufacturer narrative:
(B)(4). Investigation ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliates in (B)(4), during the placement of the 26mm sapien 3 case by tf approach in aortic position, the esheath access was gained at the right femoral artery - bilateral femoral tortuosity was noted during work-up. Bav was done and tolerated well by the patient. Delivery system and valve were prepped as per IFU. Delivery system inserted and followed tortuous pathway. It was difficult to find a straight section to do the valve alignment and the delivery system pusher appeared to be ¿inside the valve¿. Continued with valve positioning. It was extremely difficult to maneuver the delivery system through the tortuous artery requiring manual manipulation. As the nose cone reached the aortic valve the system was ¿up to the hilt and could not progress further¿. However, the arteries appeared to be straighten enough to provide length to position the valve. During valve position checks, the patient became hypotensive, hypoxic, and unresponsive. Anesthetic support was called. CPR commenced as patient had no output. A decision was made not to make any more adjustments to valve positioning and to deploy valve due to the patient¿s condition. Pacing was not commenced due to the patient having no output. During balloon inflation, the valve moved forward into the ventricle, however, remained in the lvot. The patient responded to aramine and adrenaline and minimal CPR. A new sapien 3 valve, delivery system, and esheath were prepped and a second valve was positioned and deployed successfully within the first 26mm s3.  Echo performed in the lab to assess mitral valve - trivial to mild mr mean grad mitral valve 4mmhg. The patient was stable post procedure. On review of valve positioning it was noted that the pusher appeared to move forward during positioning and as the valve was deployed.  The operator was unsure if it was due to the lock not locking or if he had not locked it.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-02431. The delivery system was returned to edwards lifesciences for evaluation, after being used in the procedure. A kink was present on the proximal balloon shaft due to return packaging of the device. The returned imagery was reviewed. Valve alignment was completed, but severe diving of the valve into the flex tip is visible. As the valve is deployed, the flex tip is observed moving forward. At full inflation, the position of the flex tip relative to the triple markers is different when compared to previous image. This confirmed the complaint. The delivery system was visually inspected. The distal flex shaft was compressed, and gouges were present on the flex tip. Functional testing with a sample valve was attempted. However, due to the unpleated/previously expanded balloon, valve alignment difficulty was encountered. Due to the valve alignment difficulty, the balloon was damaged and unable to be inflated. The balloon shaft lock was also tested. With full fine adjust used and the balloon shaft locked with the flex tip over the triple markers, the balloon shaft was pulled to 57.5n without slipping. This exceeds the locknut/collet engagement force requirement of >47n. As the balloon shaft lock was verified to be functional, no dimensional measurements were taken. DHR review was performed for the components that were the most relevant to the complaint event. These work orders had additional 100% inspection for dimension 1 (outer diameter) of the balloon shaft per a CAPA. Non-conforming parts were scrapped; therefore, it is not likely that a non-conformance of the component contributed to the complaint. These work orders did not reveal any manufacturing related issues that could have contributed to the reported events. Review of history for the related lot revealed no additional complaints for ¿delivery system ¿ flex shaft movement during deployment¿ a review of the complaint history from june 2017 to may 2018 revealed no other returned complaints for the edwards commander delivery system (9610tf and 9600lds, all sizes) for ¿delivery system ¿ flex shaft movement during deployment¿. A review of the complaint history revealed that the occurrence rate did not exceed the may 2018 control limit for the trend category of ¿flex shaft movement¿. Instructions for use (IFU), system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. The device underwent 100% final inspection by manufacturing and quality. The entire device was inspected for missing components, incorrect assembly, damage (e.g. Kinks, cuts), and contamination. The collet/shaft clearance is inspected, as well as collet engagement. In addition, the related lot underwent product verification (pv) tests using five (5) samples. All samples must pass the additional tests pertaining to the complaint events. Visual inspection is performed to ensure device is free from physical defects such as kinks, cracks, and loose or missing components prior to functional tests. Balloon pushout force test is performed. The samples passed this test. Locknut/collet engagement force is tested. The samples passed this test. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. Based on the supplied procedural imagery, the complaint for ¿delivery system ¿ flex shaft movement during deployment¿ was confirmed. However, no potential manufacturing non-conformance were identified and the balloon lock was verified to be functional. A review of complaint history, lot history, manufacturing mitigation, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per the report, the operator was unsure if the balloon shaft was locked prior to inflation. If the balloon was unlocked, the balloon shaft would have been able to move relative to the flex shaft during inflation. It is also possible that due to tortuous patient anatomy (as described), inflation of the balloon relieved tension in the delivery system that built up during navigation and valve alignment in the tortuous anatomy. A root cause was unable to be definitively determined, but it is possible that patient factors (tortuosity) and/or procedural factors (not locking balloon shaft prior to inflation) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaint for ¿delivery system ¿ flex shaft movement during deployment¿ was confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient (tortuosity) and/or procedural factors (not locking balloon shaft prior to inflation) may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.